Manufacturer narrative:
Siemens has investigated the reported issue. The system was checked by a siemens service engineer and all relevant data was found to be within specification. The locations of the blisters on the inside of the patient's calves are typical indications of an rf current loop as described in the magnetom avanto operating manual. This event occurred in (B)(6).

Event description:
It was reported to siemens that a patient suffered second degree burns on the inside of the calves following an mr examination. At the time of the exam, the patient reported feeling warming on the legs and redness was observed. The patient reported blisters on the calves several hours later and received medical treatment.